Event description:
Baxter (B)(4) received a report that an intermate had a detached luer lock connector from tubing before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: the device was returned to baxter and the reported condition was confirmed. The cause of the reported condition was determined as a broken luer connector. There were no repairs made, as this is a single use device. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: the luer lock connector was detached from the tubing due to a broken luer connector; however, the exact root cause of the broken luer connector was not determined. Should any additional information become available, a follow-up report will be submitted.